Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for an unknown indication for use. It was reported that the patient welds for their occupation and they were wondering if welding caused their ins to stop and become infected. The patient stated they believed we manufactured their system. Patient services was unable to pull up any device information by the patient name or date of birth. The patient reported that the only thing they noticed was that they couldn¿t charge their implant and they had a ¿tech check their device and it was determined that they needed to have the ins replaced and that is when the surgeon discovered their infection. It was reported that the infection was confirmed. It was reported that the patient was given oral antibiotics and had a total system explant to resolve the issue the patient stated that the surgeon cleaned out the pocket with some ¿powdery stuff¿ and then with anti-biotics. It was reported that the event occurred about three to four years ago, which was about four months after they were implanted. No further complications were reported/anticipated.